Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long due to poor imaging because of the patient's obesity and lumbosacral transitional vertebrae.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient was obese with lumbosacral transitional vertebrae that made intraoperative imaging difficult. The patient complained of foot weakness and numbness following the initial procedure. The surgeon determined that the middle implant was too long and impinging on the neuroforamen and decided to remove it. Two days after the initial procedure, the surgeon performed a revision procedure where he removed the middle implant and replaced it with a shorter implant of the same type using the explant void. No other preexisting implants were adjusted or removed. The patient's symptoms resolved following the revision procedure.